Event description:
In 1998 pt had saline implants, they leaked were replaced in 1999, they leaked and were replaced in 2002, dr made them too large. Pt has been in chronic pain for about 2 1/2 yrs. Pt has been told they have fibromyalgia and chronic fatigue syndrom. Pt doesn't believe that. Pt has been to physical therapy, chiropracter, 2 rheumatology drs, mds, and a bone and mineral dr. Pt has had test on urine and blodd and x-rays. Pt hurts every day from morning till night. Pt can't even sleep in their bed, pt has to sleep on the couch. Pt used to be very active, pt has been told its all in their head. Wrong/it is in their whole body.